Manufacturer narrative:
Investigation showed that the casting for the leg section connector was damaged. This part was bent beyond its specification and did not allow the leg section to properly connect to the table. This damaged connector contributed to the event.

Event description:
The user had a shoulder chair accessory assembled to the leg section of an operon b 810 table. During the case, the leg section came detached from the table and partially fell. No pt injuries were reported.